Event description:
The patient underwent surgery to replace the lead. System diagnostics were within normal limits after the new lead was placed. The old lead was discarded.

Manufacturer narrative:
.

Event description:
It was reported that during prophylactic generator replacement device diagnostics prior to explanting the generator resulted in high impedance. The surgeon did not have consent to replace the lead so only a new generator was implanted. The high impedance was confirmed again with the new generator and existing lead. The surgeon programmed the new device on so that the patient could continue therapy. The explanted generator was received for analysis. Analysis of the generator was completed on (B)(6) 2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No known surgical interventions have occurred to resolve the high impedance. No additional relevant information has been received to date.